Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: when removing the shield, the hub was detached too.

Manufacturer narrative:
Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that when the shield was removed, the hub detached. The attached photos were examined and exhibited the hub-needle/shield separated form the barrel. Unable to perform DHR check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 03jul2019, holdrege received photos of a 3/10cc syringe. A visual evaluation of the photos found a syringe with no needle assembly attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage on the hub. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries could not be reviewed as no lot number was provided. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: when removing the shield, the hub was detached too.